Event description:
It was reported that the right ventricle (rv) lead was fractured, had increased sensing integrity count (sic), low sensing, oversensing, high impedance, noise, and non-sustained tachycardia events. It was also reported that the left ventricle (lv) lead was not functioning with high threshold and stimulation. Both the rv and lv leads were explanted and the rv lead was replaced. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned in segments, analyzed, and the proximal conductor was found to be fractured. It was also noted that the defibrillation coil was fractured, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical), the outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that the distal conductor was distorted, the distal conductor was cut, the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, and there was apparent explant damage.